Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump/breastshields caused or contributed to the customer¿s reaction. Reported issues of allergic reactions are under investigation in (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2017, that she went to the doctor in regards to a reaction to the pump in style breastshields.  The doctor prescribed an oral steroid, medrol and a topical cream.